Event description:
Nursing staff unable to remove foley catheter after balloon deflated. Suppository given and after 2 hrs attempted to remove the catheter again. Pt instructed to bare down and gentle tension applied. Catheter removed - noted balloon not completely deflated and unable to aspirate remainder.